Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Caller reports pt said the ins battery has been dead for several years. Caller is not sure why pt stopped using/recharging the scs. Additional information from the patient indicated that the implant battery is still dead and they plan to have it removed (has been dead for several years).